Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device-location of device: uterus/ punctured her uterus/ perforation (fallopian tube(s))"), fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device was fractured/device breakage"), pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2011. The patient's past medical history included multigravida, parity 4 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010)), urinary tract infection, bulky uterus, retroverted uterus, upper abdominal pain, headache recurrent, c-section ((B)(6) 2010, 2006 and 2009.), burning sensation, anxiety, nervousness, edema of lower extremities, kidney infection ((B)(6) 2010) and salpingectomy. Previously administered products included for an unreported indication: contraceptive nos from 2008 to 2011, oral contraceptives nos from 2007 to 2008 and tylenol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptives nos. Concurrent conditions included overweight, diabetes mellitus, increased blood pressure, alcohol abuse, smoker, general anaesthesia, pneumoperitoneum, polycystic ovaries, cough, obesity, uterine adhesions, abdominal cramps, bleeding genital and myelitis nos. Family history included type I diabetes mellitus (father,mother) and hypertension (mother). Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 4 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), infection ("infection(other)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine haemorrhage, infection, mental disorder, rash, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown, the device breakage had not resolved and the pelvic pain, hormone level abnormal, female sexual dysfunction, headache, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 3; right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. X-ray of pelvis and hip - on an unknown date: device fractured, punctured uterus abdominal sonography ok. (B)(6) 2016, surgical pathology report diagnosis of uterus, cervix, bilateral tubes included chronic cystic cervicitis with nabothian cysts, endometrium a proliferative phase, corpus uteri (180g), right & left uterine tubes with intratubal contraceptive devices, benign. Clinical history: pelvic pain, abnormal uterine bleeding. Specimen source: uterus, cervix, bilateral tubes.gross description: received in formalin is a uterus with attached cervix and bilateral attached fallopian tubes. The uterus and cervix weigh 108 grams. The uterus is 9.5 cm from fundus to cervix, 5.5 cm from cornu to cornu and 4 cm in greatest ap dimension. The cervix is covered by a smooth tan-pink mucosa.no polyps or masses are identified along the cervix or within the endocervix. The endometrial cavity is somewhat dilated in the lower uterine segment area.there is tan-red endometrial lining measuring 1 to 2mm, serial sections through the myometrium reveal homogenous film tan-pink tissue throughout. Definitive adenomyosis is not identified grossly. The left anterior uterine serosa appears markedly adhesed. The left fallopian tube appears adhesed anteriorly at I point. The left fallopian tube shows a wire present within its lumen. The wire has a coiled appearance upon attempt at removal. The left fallopian tube is 6.3 x 0.9 x 0.9 cm. The serosa shows moderate vascular congestion. Serial sections reveal visible lumen, there is no nodularity or mass identified. The right fallopian tube is 6 x 0.9 x 0.9 cm. The right fallopian tube lumen also includes a wire throughout the length of its lumen which has a coiled appearance upon attempt at removal. Serial sections reveal no nodularity or mass. Representative sections are submitted as follows : cassette ia cervix; cassette ib-d endomyometrium; cassette ie left fallopian tube; cassette if light fallopian tube. Concerning the injuries reported in this case,the following one/ones were described in patient's medical records: confirming pelvic pain,uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device-location of device: uterus/ punctured her uterus/ perforation (fallopian tube(s))"), fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device was fractured/device breakage"), pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2011. The patient's past medical history included multigravida, parity 4 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010)), urinary tract infection, bulky uterus, retroverted uterus, upper abdominal pain, headache recurrent, c-section ((B)(6) 2010,2006 and 2009.), burning sensation, anxiety, nervousness, edema of lower extremities, kidney infection ((B)(6) 2010) and salpingectomy. Previously administered products included for an unreported indication: contraceptive nos from 2008 to 2011, oral contraceptives nos from 2007 to 2008 and tylenol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptives nos. Concurrent conditions included overweight, diabetes mellitus, increased blood pressure, alcohol abuse, smoker, general anaesthesia, pneumoperitoneum, polycystic ovaries, cough, obesity, uterine adhesions, abdominal cramps, bleeding genital and myelitis nos. Family history included type I diabetes mellitus (father,mother) and hypertension (mother). Concomitant products included ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, 4 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), infection ("infection(other)") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy.), surgery (total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy.), surgery (total hysterectomy (uterus and cervix removed) -and bilateral salpingectomy.) And surgery (total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine haemorrhage, infection, mental disorder, rash, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, alopecia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown, the device breakage had not resolved and the pelvic pain, hormone level abnormal, female sexual dysfunction, headache, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 3; right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. X-ray of pelvis and hip - on an unknown date: device fractured, punctured uterus abdominal sonography ok. (B)(6) 2016, surgical pathology report diagnosis of uterus, cervix, bilateral tubes included chronic cystic cervicitis with nabothian cysts, endometrium a proliferative phase, corpus uteri (180g), right & left uterine tubes with intratubal contraceptive devices, benign. Clinical history: pelvic pain, abnormal uterine bleeding. Specimen source: uterus, cervix, bilateral tubes. Gross description: received in formalin is a uterus with attached cervix and bilateral attached fallopian tubes. The uterus and cervix weigh 108 grams. The uterus is 9.5 cm from fundus to cervix, 5.5 cm from cornu to cornu and 4 cm in greatest ap dimension. The cervix is covered by a smooth tan-pink mucosa. No polyps or masses are identified along the cervix or within the endocervix. The endometrial cavity is somewhat dilated in the lower uterine segment area. There is tan-red endometrial lining measuring 1 to 2mm, serial sections through the myometrium reveal homogenous film tan-pink tissue throughout. Definitive adenomyosis is not identified grossly. The left anterior uterine serosa appears markedly adhesed. The left fallopian tube appears adhesed. Anteriorly at I point. The left fallopian tube shows a wire present within its lumen. The wire has a coiled appearance upon attempt at removal. The left fallopian tube is 6.3 x 0.9 x 0.9 cm. The serosa shows moderate vascular congestion. Serial sections reveal visible lumen, there is no nodularity or mass identified. The right fallopian tube is 6 x 0.9 x 0.9 cm. The right fallopian tube lumen also includes a wire throughout the length of its lumen which has a coiled appearance upon attempt at removal. Serial sections reveal no nodularity or mass. Representative sections are submitted as follows : cassette ia cervix; cassette ib-d endomyometrium; cassette ie left fallopian tube; cassette if light fallopian tube. Concerning the injuries reported in this case,the following one/ones were described in patient's medical records: confirming pelvic pain,uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Event added: depression and mental anguish. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device was fractured/device breakage"), uterine perforation ("migration of implant/ migration of essure device-location of device: uterus/ punctured her uterus/ perforation (fallopian tube(s))"), fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("severe pelvic pain/ pain/pain pelvic"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2011. The patient's medical history included multigravida, parity 4 (((B)(6)2005, (B)(6)2006, 24apr2009 and (B)(6)2010)), urinary tract infection, bulky uterus, retroverted uterus, upper abdominal pain, headache recurrent, c-section ((B)(6)2010,2006 and 2009.), burning sensation, anxiety, nervousness, edema of lower extremities, kidney infection (jul-2010) and salpingectomy. Previously administered products included for an unreported indication: contraceptive nos from 2008 to 2011, oral contraceptives nos from 2007 to 2008 and tylenol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptives nos. Concurrent conditions included overweight, diabetes mellitus, increased blood pressure, alcohol abuse, smoker, general anaesthesia, pneumoperitoneum, polycystic ovaries, cough, obesity, uterine adhesions, abdominal cramps, bleeding genital and myelitis nos. Family history included type I diabetes mellitus (father,mother) and hypertension (mother). Concomitant products included ibuprofen and ketorolac tromethamine (toradol). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced rash ("rashes or skin conditions") and fatigue ("fatigue"), 2 months 27 days after insertion of essure. In may 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On(B)(6)2011, the patient experienced alopecia ("hair loss"). In august 2011, the patient experienced mood swings ("hormonal changes/mood swings"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2012, the patient experienced nausea ("nausea"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), infection ("infection(other)") and mental disorder ("psychological or psychiatric problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) -and bilateral salpingectomy., total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy. And total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the device breakage had not resolved, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine haemorrhage, infection, mental disorder, rash, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, alopecia, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, mood swings, female sexual dysfunction, headache, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 3; right 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. X-ray of pelvis and hip - on an unknown date: results: device fractured, punctured uterus. Abdominal sonography ok. (B)(6)2016, surgical pathology report diagnosis of uterus, cervix, bilateral tubes included chronic cystic cervicitis with nabothian cysts, endometrium a proliferative phase, corpus uteri (180g), right & left uterine tubes with intratubal contraceptive devices, benign. Clinical history: pelvic pain, abnormal uterine bleeding. Specimen source: uterus, cervix, bilateral tubes.gross description: received in formalin is a uterus with attached cervix and bilateral attached fallopian tubes. The uterus and cervix weigh 108 grams. The uterus is 9.5 cm from fundus to cervix, 5.5 cm from cornu to cornu and 4 cm in greatest ap dimension. The cervix is covered by a smooth tan-pink mucosa.no polyps or masses are identified along the cervix or within the endocervix. The endometrial cavity is somewhat dilated in the lower uterine segment area.there is tan-red endometrial lining measuring 1 to 2mm, serial sections through the myometrium reveal homogenous film tan-pink tissue throughout. Definitive adenomyosis is not identified grossly. The left anterior uterine serosa appears markedly adhesed. The left fallopian tube appears adhesed anteriorly at I point. The left fallopian tube shows a wire present within its lumen. The wire has a coiled appearance upon attempt at removal. The left fallopian tube is 6.3 x 0.9 x 0.9 cm. The serosa shows moderate vascular congestion. Serial sections reveal visible lumen, there is no nodularity or mass identified. The right fallopian tube is 6 x 0.9 x 0.9 cm. The right fallopian tube lumen also includes a wire throughout the length of its lumen which has a coiled appearance upon attempt at removal. Serial sections reveal no nodularity or mass. Representative sections are submitted as follows : cassette ia cervix; cassette ib-d endomyometrium; cassette ie left fallopian tube; cassette if light fallopian tube. Concerning the injuries reported in this case,the following ones were described in patient's medical records: confirming pelvic pain,uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received : event verbatim was updated as hormonal changes/mood swings and pt was updated to mood swings. Event onset dates updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device-location of device: uterus/ punctured her uterus/ perforation (fallopian tube(s))"), fallopian tube perforation ("perforation (fallopian tube(s)"), device breakage ("device was fractured/device breakage"), pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2011. The patient's past medical history included multigravida, parity 4 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010)), urinary tract infection, bulky uterus, retroverted uterus, upper abdominal pain, headache recurrent, c-section ((B)(6) 2010,2006 and 2009.), burning sensation, anxiety, nervousness, edema of lower extremities, kidney infection ((B)(6) 2010) and salpingectomy. Previously administered products included for an unreported indication: contraceptive nos from 2008 to 2011, oral contraceptives nos from 2007 to 2008 and tylenol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptives nos. Concurrent conditions included overweight, diabetes mellitus, increased blood pressure, alcohol abuse, smoker, general anaesthesia, pneumoperitoneum, polycystic ovaries, cough, obesity, uterine adhesions, abdominal cramps, bleeding genital and myelitis nos. Family history included type I diabetes mellitus (father,mother) and hypertension (mother). Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 4 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced rash ("rashes or skin conditions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), infection ("infection(other)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, uterine haemorrhage, infection, mental disorder, rash, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown, the device breakage had not resolved and the pelvic pain, hormone level abnormal, female sexual dysfunction, headache, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 3; right 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. X-ray of pelvis and hip - on an unknown date: device fractured, punctured uterus abdominal sonography ok. (B)(6) 2016, surgical pathology report diagnosis of uterus, cervix, bilateral tubes included chronic cystic cervicitis with nabothian cysts, endometrium a proliferative phase, corpus uteri (180g), right & left uterine tubes with intratubal contraceptive devices, benign. Clinical history: pelvic pain, abnormal uterine bleeding. Specimen source: uterus, cervix, bilateral tubes.gross description: received in formalin is a uterus with attached cervix and bilateral attached fallopian tubes. The uterus and cervix weigh 108 grams. The uterus is 9.5 cm from fundus to cervix, 5.5 cm from cornu to cornu and 4 cm in greatest ap dimension. The cervix is covered by a smooth tan-pink mucosa.no polyps or masses are identified along the cervix or within the endocervix. The endometrial cavity is somewhat dilated in the lower uterine segment area.there is tan-red endometrial lining measuring 1 to 2mm, serial sections through the myometrium reveal homogenous film tan-pink tissue throughout. Definitive adenomyosis is not identified grossly. The left anterior uterine serosa appears markedly adhesed. The left fallopian tube appears adhesed anteriorly at I point. The left fallopian tube shows a wire present within its lumen. The wire has a coiled appearance upon attempt at removal. The left fallopian tube is 6.3 x 0.9 x 0.9 cm. The serosa shows moderate vascular congestion. Serial sections reveal visible lumen, there is no nodularity or mass identified. The right fallopian tube is 6 x 0.9 x 0.9 cm. The right fallopian tube lumen also includes a wire throughout the length of its lumen which has a coiled appearance upon attempt at removal. Serial sections reveal no nodularity or mass. Representative sections are submitted as follows : cassette ia cervix; cassette ib-d endomyometrium; cassette ie left fallopian tube; cassette if light fallopian tube. Concerning the injuries reported in this case,the following one/ones were described in patient's medical records: confirming pelvic pain,uterine hemorrhage. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs was received: the events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) with onset date (B)(6) 2011 and fallopian tube perforation were added. The start date of events apareunia, migration of essure device (which was merged with uterine perforation), dysmenorrhea (cramping), migraines, headaches, nausea, rashes, dyspareunia, fatigue, hair loss, pelvic pain, weight gain were provided. The reported pain was located in abdominal area, with severe intensity and constant. Patient underwent a hysterectomy and salpingectomy on (B)(6) 2016. She has recovered from pelvic pain shortly after essure removal. Birth control pills and contraceptive nos (monthly shot) were added as historical drugs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured her uterus"), device breakage ("device was fractured") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure), surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the uterine perforation and device breakage had not resolved and the device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on an unknown date: device fractured, punctured uterus (abnormal nos) . Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number br this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode ffor the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Meddra llc: device fracture most recent follow-up information incorporated above includes: on 15-feb-2018: event migration of implant was added and fracturing of the implant and pain was clubbed with previously reported event. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured her uterus"), device breakage ("device was fractured/device breakage"), device dislocation ("migration of implant"), genital haemorrhage ("abnormal bleeding(general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2011. The patient's past medical history included multigravida, parity 4 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010)), urinary tract infection, bulky uterus, retroverted uterus, upper abdominal pain, headache recurrent, c-section ((B)(6) 2010,2006 and 2009.), burning sensation, anxiety, nervousness, edema of lower extremities, kidney infection ((B)(6) 2010) and salpingectomy. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included overweight, diabetes mellitus, increased blood pressure, alcohol abuse, smoker, anaesthesia, pneumoperitoneum, polycystic ovaries, cough, obesity, uterine adhesions, abdominal cramps, bleeding genital and myelitis nos. Family history included type I diabetes mellitus (father,mother) and hypertension (mother). Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercoure)"), infection ("infection(other)"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy (uterus and cervix removed)and bilateral tubal ligation.), surgery (total hysterectomy (uterus and cervix removed) -and bilateral tubal ligation) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device breakage had not resolved, the device dislocation, genital haemorrhage, uterine haemorrhage, infection, mental disorder, rash, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia and alopecia outcome was unknown and the hormone level abnormal, female sexual dysfunction, headache, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, mental disorder, migraine, nausea, rash, urinary tract disorder, uterine haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 3; right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. X-ray of pelvis and hip - on an unknown date: device fractured, punctured uterus abdominal sonography ok. (B)(6) 2016, surgical pathology report diagnosis of uterus, cervix, bilateral tubes included chronic cystic cervicitis with nabothian cysts, endometrium a proliferative phase, corpus uteri (180g), right & left uterine tubes with intratubal contraceptive devices, benign. Clinical history: pelvic pain, abnormal uterine bleeding. Specimen source: uterus, cervix, bilateral tubes.gross description: received in formalin is a uterus with attached cervix and bilateral attached fallopian tubes. The uterus and cervix weigh 108 grams. The uterus is 9.5 cm from fundus to cervix, 5.5 cm from cornu to cornu and 4 cm in greatest ap dimension. The cervix is covered by a smooth tan-pink mucosa.no polyps or masses are identified along the cervix or within the endocervix. The endometrial cavity is somewhat dilated in the lower uterine segment area.there is tan-red endometrial lining measuring 1 to 2mm, serial sections through the myometrium reveal homogenous film tan-pink tissue throughout. Definitive adenomyosis is not identified grossly. The left anterior uterine serosa appears markedly adhesed. The left fallopian tube appears adhesed anteriorly at I point. The left fallopian tube shows a wire present within its lumen. The wire has a coiled appearance upon attempt at removal. The left fallopian tube is 6.3 x 0.9 x 0.9 cm. The serosa shows moderate vascular congestion. Serial sections reveal visible lumen, there is no nodularity or mass identified. The right fallopian tube is 6 x 0.9 x 0.9 cm. The right fallopian tube lumen also includes a wire throughout the length of its lumen which has a coiled appearance upon attempt at removal. Serial sections reveal no nodularity or mass. Representative sections are submitted as follows : cassette ia cervix; cassette ib-d endomyometrium; cassette ie left fallopian tube; cassette if light fallopian tube. Concerning the injuries reported in this case,the following one/ones were described in patient's medical records: confirming pelvic pain,uterine hemorrhage. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (general); hormonal changes,apareunia (inability to have sexual intercourse),infection (other), psychological or psychiatric problems,rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain,hair loss. Events added per mr: abnormal uterine bleeding. Essure implant date and explant date was updated.lot number, reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device was fractured/device breakage'), uterine perforation ('migration of implant/ migration of essure device-location of device: uterus/ punctured her uterus/ perforation (fallopian tube(s))'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic pain ('severe pelvic pain/ pain/pain pelvic') in a 24-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2011. The patient's medical history included multigravida, parity 4 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010)), urinary tract infection, bulky uterus, retroverted uterus, upper abdominal pain, headache recurrent, c-section ((B)(6) 2010, 2006 and 2009.), burning sensation, anxiety, nervousness, edema of lower extremities, kidney infection ((B)(6) 2010) and salpingectomy. Previously administered products included for an unreported indication: contraceptive nos from 2008 to 2011, oral contraceptives nos from 2007 to 2008 and tylenol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptives nos. Concurrent conditions included overweight, diabetes mellitus, increased blood pressure, alcohol abuse, smoker, general anaesthesia, pneumoperitoneum, polycystic ovaries, cough, obesity, uterine adhesions, abdominal cramps, bleeding genital and myelitis nos. Family history included type I diabetes mellitus (father,mother) and hypertension (mother). Concomitant products included ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions") and fatigue ("fatigue"), 2 months 27 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercoure)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes/mood swings"), cystitis ("bladder or urinary problems or changes - bladder infection"), urinary tract infection ("bladder or urinary problems or changes- uti"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), uterine haemorrhage ("abnormal uterine bleeding"), infection ("infection(other)"), mental disorder ("psychological or psychiatric problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) -and bilateral salpingectomy., total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy. And total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage had not resolved, the uterine perforation, fallopian tube perforation, infection, mental disorder, rash, migraine, nausea, dyspareunia, alopecia, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, uterine haemorrhage, mood swings, female sexual dysfunction, cystitis, urinary tract infection, headache, dysmenorrhoea, fatigue, weight increased, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 3; right 3. Plaintiff revived treatment for pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. X-ray of pelvis and hip - on an unknown date: results: device fractured, punctured uterus. Abdominal sonography ok. (B)(6) 2016, surgical pathology report diagnosis of uterus, cervix, bilateral tubes included chronic cystic cervicitis with nabothian cysts, endometrium a proliferative phase, corpus uteri (180g), right & left uterine tubes with intratubal contraceptive devices, benign. Clinical history: pelvic pain, abnormal uterine bleeding. Specimen source: uterus, cervix, bilateral tubes.gross description: received in formalin is a uterus with attached cervix and bilateral attached fallopian tubes. The uterus and cervix weigh 108 grams. The uterus is 9.5 cm from fundus to cervix, 5.5 cm from cornu to cornu and 4 cm in greatest ap dimension. The cervix is covered by a smooth tan-pink mucosa.no polyps or masses are identified along the cervix or within the endocervix. The endometrial cavity is somewhat dilated in the lower uterine segment area.there is tan-red endometrial lining measuring 1 to 2mm, serial sections through the myometrium reveal homogenous film tan-pink tissue throughout. Definitive adenomyosis is not identified grossly. The left anterior uterine serosa appears markedly adhesed. The left fallopian tube appears adhesed anteriorly at I point. The left fallopian tube shows a wire present within its lumen. The wire has a coiled appearance upon attempt at removal. The left fallopian tube is 6.3 x 0.9 x 0.9 cm. The serosa shows moderate vascular congestion. Serial sections reveal visible lumen, there is no nodularity or mass identified. The right fallopian tube is 6 x 0.9 x 0.9 cm. The right fallopian tube lumen also includes a wire throughout the length of its lumen which has a coiled appearance upon attempt at removal. Serial sections reveal no nodularity or mass. Representative sections are submitted as follows : cassette ia cervix; cassette ib-d endomyometrium; cassette ie left fallopian tube; cassette if light fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received , event outcome, rcc added event bladder and urinary disorder updated to uti and cystitis. Vaginal discharge and vaginal infection event added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device was fractured/device breakage'), uterine perforation ('migration of implant/ migration of essure device-location of device: uterus/ punctured her uterus/ perforation (fallopian tube(s))'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic pain ('severe pelvic pain/ pain/pain pelvic') in a 24-year-old female patient who had essure (batch no. 50512938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2011. The patient's medical history included multigravida, parity 4 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010)), urinary tract infection, bulky uterus, retroverted uterus, upper abdominal pain, headache recurrent, c-section ((B)(6) 2010,2006 and 2009.), burning sensation, anxiety, nervousness, edema of lower extremities, kidney infection ((B)(6) 2010) and salpingectomy. Previously administered products included for an unreported indication: contraceptive nos from 2008 to 2011, oral contraceptives nos from 2007 to 2008 and tylenol. Past adverse reactions to the above products included adverse drug reaction with oral contraceptives nos. Concurrent conditions included overweight, diabetes mellitus, increased blood pressure, alcohol abuse, smoker, general anaesthesia, pneumoperitoneum, polycystic ovaries, cough, obesity, uterine adhesions, abdominal cramps, bleeding genital and myelitis nos. Family history included type I diabetes mellitus (father,mother) and hypertension (mother). Concomitant products included ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced rash ("rashes or skin conditions") and fatigue ("fatigue"), 2 months 27 days after insertion of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes/mood swings"), cystitis ("bladder or urinary problems or changes - bladder infection"), urinary tract infection ("bladder or urinary problems or changes- uti"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), uterine haemorrhage ("abnormal uterine bleeding"), infection ("infection(other)"), mental disorder ("psychological or psychiatric problems"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) -and bilateral salpingectomy., total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy. And total laparoscopic hysterectomy (uterus and cervix removed)and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage had not resolved, the uterine perforation, fallopian tube perforation, infection, mental disorder, rash, migraine, nausea, dyspareunia, alopecia, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, uterine haemorrhage, mood swings, female sexual dysfunction, cystitis, urinary tract infection, headache, dysmenorrhoea, fatigue, weight increased, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 3; right 3. Plaintiff revived treatment for pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. X-ray of pelvis and hip - on an unknown date: results: device fractured, punctured uterus. Abdominal sonography ok. (B)(6) 2016, surgical pathology report diagnosis of uterus, cervix, bilateral tubes included chronic cystic cervicitis with nabothian cysts, endometrium a proliferative phase, corpus uteri (180g), right & left uterine tubes with intratubal contraceptive devices, benign. Clinical history: pelvic pain, abnormal uterine bleeding. Specimen source: uterus, cervix, bilateral tubes. Gross description: received in formalin is a uterus with attached cervix and bilateral attached fallopian tubes. The uterus and cervix weigh 108 grams. The uterus is 9.5 cm from fundus to cervix, 5.5 cm from cornu to cornu and 4 cm in greatest ap dimension. The cervix is covered by a smooth tan-pink mucosa. No polyps or masses are identified along the cervix or within the endocervix. The endometrial cavity is somewhat dilated in the lower uterine segment area. There is tan-red endometrial lining measuring 1 to 2mm, serial sections through the myometrium reveal homogenous film tan-pink tissue throughout. Definitive adenomyosis is not identified grossly. The left anterior uterine serosa appears markedly adhesed. The left fallopian tube appears adhesed anteriorly at I point. The left fallopian tube shows a wire present within its lumen. The wire has a coiled appearance upon attempt at removal. The left fallopian tube is 6.3 x 0.9 x 0.9 cm. The serosa shows moderate vascular congestion. Serial sections reveal visible lumen, there is no nodularity or mass identified. The right fallopian tube is 6 x 0.9 x 0.9 cm. The right fallopian tube lumen also includes a wire throughout the length of its lumen which has a coiled appearance upon attempt at removal. Serial sections reveal no nodularity or mass. Representative sections are submitted as follows : cassette ia cervix; cassette ib-d endomyometrium; cassette ie left fallopian tube; cassette if light fallopian tube. Lot number: 50512938, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number br this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode ffor the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Meddra llc: device fracture most recent follow-up information incorporated above includes: on 15-feb-2017: final ptc investigation result received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and x-ray detected that device was fractured and punctured her uterus (seen as uterine perforation). Both events are serious due to medical importance and anticipated in the reference safety information for essure. In the present case, sometime after insertion, plaintiff complained of severe pelvic pain, underwent a x-ray of pelvis and hip that detected that essure was fractured and punctured her uterus. The exact date and mechanism of the device breakage and uterine perforation are unknown; however given the nature of both events, causality with essure cannot be excluded. This case was regarded as incident, a serious injury (uterine perforation) related to essure was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured her uterus") and device breakage ("device was fractured") in a female patient who received essure for female sterilisation. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain and device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation and device breakage had not resolved. The reporter considered uterine perforation and device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: x-ray of pelvis and hip result was device fractured, punctured uterus (abnormal nos). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and x-ray detected that device was fractured and punctured her uterus (seen as uterine perforation). Both events are serious due to medical importance and anticipated in the reference safety information for essure. In the present case, sometime after insertion, patient complained of severe pelvic pain, underwent a x-ray of pelvis and hip that detected that essure was fractured and punctured her uterus. The exact date and mechanism of the device breakage and uterine perforation are unknown, however given the nature of both events, causality with essure cannot be excluded. This case was regarded as incident, a serious injury (uterine perforation) related to essure was reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.